Manufacturer narrative:
Additional information was received by smiths medical on 19-sep-2019, that the event occurred during tpn set up. Exchanged pump out with no further issues. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found evidence of reported problem. The pump was visually inspected and found error code 41622 on display during power up. The customer's stated problem was verified. During investigation the pump was inspected, and motor testing performed, and the pump passed. According to the investigation error code 41622 was displayed during power up. However, the pump event log did show error code occur around the complaint. Further investigation of the pump determined that an intermittent motor was the root cause of the issue. The motor will be replaced. The problem source of the reported problem is unknown.

Event description:
Information received a smiths medical cadd®-solis vip ambulatory infusion pump, alarmed code 41622. No patient adverse events or involvement reported.